Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and after inspecting the logs he found various alarm codes. To fix the issue, the fse replaced the drive manifold per manufacturer specifications. The iabp passed all safety test and inspections. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a training class, the cs300 intra-aortic balloon pump (iabp) shut down with a "system failure" message and high pitched alarm. There was no patient involvement, and no adverse event was reported.